Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. Patient was wearing the pod on the back. Patient had blood glucose levels of 400 mg/dl. The pod was not removed at the hospital. Patient was treated with intravenous therapy with an insulin drip, potassium and tylenol.